Event description:
It was reported that the device was at elective replacement indicator and there may be premature battery depletion. It was noted, the patient was part of the painfree clinical study. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was at elective replacement indicator and there may be premature battery depletion. It was noted the patient was part of the painfree clinical study. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 implantable pacing lead 6935, implantable tachy lead, 4196 implantable pacing lead. (B)(4).